Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have damaged component. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The cause of the defective battery pack was a defective component. The 3-cell lithium ion protector circuit (component u1) was defective. The root cause of the defective component cannot be positively identified. Once u1 was replaced, the battery was fully functional. No adverse event resulted from the defective battery pack.